Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 467 mg/dl. At the timer of incidence. And customer¿s current blood glucose level was 452 mg/dl. Customer declined to troubleshoot for high blood glucose and alleged that insulin pump was under delivering. Customer was treated with manual injection for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.